Manufacturer narrative:
PMA/510(k): k212323. Investigation evaluation: the products said to be involved were returned together in a biohazard bag with 8 open pouches, 2 from the lot number provided in this report. Device #1, #2: our laboratory evaluation of the product said to be involved could not confirm the report as it was described, because all the device components (particularly the clip) were not included in the return. During functional testing the device was advanced into the accessory channel of an olympus gastroscope (2.8mm channel, gif-020) which was placed in a simulated upper gi position. The tip of the endoscope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire was observed to move freely inside the outer sheath. A visual examination of the drive wire, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the additional information indicated the user held the handle spool during advancement through the accessory channel. This is the most likely cause of this report. The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy clip". Failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. However, even if the clip is not deployed, damage can occur to internal device components such as the driver legs. Once this damage occurs, the clip is in a partially deployed state and may not be able to be opened/reopened. Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the handle spool was being held when passing the device through the endoscope, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure for acute bleeding at the bulbus, the physician used a cook instinct plus endoscopic clipping device. It was reported that when the distal part of the clip appeared in the endoscopy image, its tip part was partially detached from the catheter (reported under 1037905-2023-00084). Multiple devices from various lots were returned, and per the cook sales representative on 05 april 2023, "they returned all the clips used in [this] procedure because they were not sure if the problem was due to a manufacturing error. There were difficulties with all the returned clips. After discussing with them, it became clear that it was apparently a handling error and I have given them a new in-service." These devices from lot w4598858 and are captured in this report. The patient had to be treated with cyanoacrylate glue treatment and the treatment was delayed.